Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 29-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 29-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 29-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/29/2025 13:54:14.000. 04/29/2025 13:55:22.000. 04/29/2025 13:56:38.000. 04/29/2025 14:04:55.000. Failed battery alert/battery failed alarm was found on: 04/29/2025 13:55:38.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 03-may-2025 at 16:04:59.000. There was no power data available for the event date of 29-apr-2025. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.87 mv). The pump was received with a depleted rayovac ultra pro alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 500 mg/dl. The customer experienced hyperglycemia had an emergency room visit, and was hospitalized and treated with intravenous insulin infusion. The event involved product(s) mmt-1884, mmt-332a and unomedical. Troubleshooting was partially performed. It was unknown whether customer has been using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. Mmt-1884 will be returned for analysis. No product return is required for mmt-332a. No product return is required for unomedical.